Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain/ chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems") and fatigue ("other injuries/symptoms- fatigue") and was found to have weight increased ("other injuries/symptoms- weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2015. At the time of the report, the back pain, fatigue and weight increased had resolved and the vaginal discharge, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered back pain, bladder disorder, fatigue, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy noted:date(s) of insertion: (B)(6) 2013, (B)(6) 2014 most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Event injury was updated and new events: back pain, bladder/urinary problems, vaginal discharge, other injuries/symptoms- fatigue, weight gain, essure confirmation test(s) conducted, specify: no were added. New reporter and plaintiffs information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.